Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post device change that the right atrial (ra) lead exhibited high thresholds and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.